Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (3) photo samples. The first photo sample shows the overview of the foley catheter with syringe. The second photo shows the catheter balloon was asymmetrical. The third photo shows the inflation valve cap with product information. Visual inspection noted the catheter balloon with cut portion of inlet tubing and a straight tipped syringe was partly inflated. Using returned syringe 4ml of solution was passively withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 90:10 (pr#14002560). Attempted to deflate balloon passively using returned syringe and no solution could be withdrawn. Using in-house syringe balloon deflated passively in 1min 1 sec. No cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the user tried to inject fixed water in the foley catheter and then tried to remove the water, but it did not work. Per investigator's notification received on 12jan2026, it was reported that asymmetrical balloon was found during sample evaluation.

Event description:
It was reported that during the pre-test, the user tried to inject fixed water in the foley catheter and then tried to remove the water, but it did not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Received (3) photo samples. The first photo sample shows the overview of the foley catheter with syringe. The second photo shows the catheter balloon was asymmetrical. The third photo shows the inflation valve cap with product information. Visual inspection noted the catheter balloon with cut portion of inlet tubing and a straight tipped syringe was partly inflated (119316y with lot number ngjx0480). Using returned syringe 4ml of solution was passively withdrawn from the balloon. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 90:10. Attempted to deflate balloon passively using returned syringe and no solution could be withdrawn. Using in-house syringe balloon deflated passively in 1min 1 sec. No cuffing noted. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the user tried to inject fixed water in the foley catheter with the syringe and then tried to remove the water, but it did not work. Per investigator's notification received on 12jan2026, it was reported that asymmetrical balloon was found during sample evaluation.